Event description:
The patient received one box labeled as 70 cm infusion set transfer sets, but 8 mm infusion set cannulas were contained within the packaging. The pt does not recall where the product was purchased. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.